Manufacturer narrative:
(B)(4).

Event description:
It was reported that the introducer is partially split at the tip and can't be inserted.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly for evaluation. Signs-of-use in the form of dried biological material was observed on the returned sample. Visual examination revealed that the peel-away sheath had split prematurely near the distal end. The end appeared deformed; however, the sheath was torn along the score lines. White marks were observed where the sheath began to tear indicating stress. The overall sheath length from the tabs to the distal end measured 2.68", which is within the specification limits of 2.625"-2.875" per the catheter peel-away graphic. The peel-away sheath inner diameter measured .063", which is greater than the minimum specification of 0.062" per product drawing. The split in the peel-away sheath started 10 mm from the distal tip. The dilator could be removed and re-inserted through the peel-away sheath with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip". The reported complaint that the sheath tore prematurely was confirmed by complaint investigation. The sheath was returned with a split down the score line that had started at the distal end. White marks were identified on the tear, which indicate stress on the sheath. A device history record review was completed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the introducer is partially split at the tip and can't be inserted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the introducer is partially split at the tip and can't be inserted.